Event description:
Customer reported being hospitalized for dka, it was stated that customer kept giving herself boluses, instead of changing infusion set and giving herself an injection prior to hospitalization. It was also reported that customer was vomiting before being hospitalized. Customer stated that cannula was bent when infusion set was removed. Troubleshooting performed and pump appeared to be operating normally. A tubing clamp was sent in order to complete troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.